Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the common carotid artery while using the 0.014" guidewire. The physician elected to convert to transfemoral carotid artery stenting (tf-cas) to continue the procedure. It was reported that the procedure was completed successfully and the patient is neurologically intact.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.